Manufacturer narrative:
An event of early structural valve deterioration and patient death was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the site "the patient was deemed high risk for surgery after attempting to treat the common trunk without success. No valve-in-valve procedure was performed and the patient was transferred to palliative care."

Event description:
On (B)(6) 2014, a 19 mm trifecta valve was implanted during an avr procedure with a coronary bypass and an aortic endarterectomy. In 2019, the patient presented with early structural valve deterioration and was deemed high risk for surgery after attempting to treat the common trunk without success. No valve-in-valve procedure was performed and the patient was transferred to palliative care and was reported to have expired. No additional information will be provided.